Manufacturer narrative:
A ge service rep performed an on site investigation. The foot extension latch was repaired and the screws tightened during the service call. They system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 2800 system foot extensions would not release. No pt injury was reported.